Manufacturer narrative:
The femoral head and acetabular liner were returned for analysis. Minor scuffs are noted on the articulating surface of the head and dimensional measurements are conforming to print specifications. The acetabular liner exhibits a yellow discoloration, likely due to in-vivo absorption of lipids, such as squalene and cholesterol. Damage is noted on the rim of the liner, indicative of stem impingement. Root cause of the event cannot be determined with the information available; however, there are warnings in the package insert that these types of event can occur and associated risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain. On explant of liner, appearance of liner after 5 years in vivo was extremely yellow. During the procedure, the acetabular liner and femoral head were removed and replaced and excision of bursa and synovitis was performed.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the patient's hip arthroplasty was revised due to pain. On explant of liner, appearance of liner after 5 years in vivo was extremely yellow.